Event description:
On 02/12/2013 the patient contacted animas alleging that the pump was not delivering basal insulin and he had to take larger boluses to get his blood glucose (bg) to come down. The patient stated, he experienced elevated bg between 350mg/dl and 450mg/dl and "felt funny". The patient denied nausea and vomiting and reportedly did not check for ketones. The patient could not elaborate on the statement that he "felt funny" with elevated bgs. The patient reportedly was able to treat his bg with a correction injection and did not require medical intervention. The patient noted issues with priming and occlusion alarms. The patient stated, he ceased insulin pump therapy and went on a back-up plan of injections for insulin delivery. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported due to the allegation that the pump was not delivering insulin as expected.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed that the daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The last bolus delivery was performed on (B)(6) 2013 at 7:54 am. During testing, the pump emitted an occlusion alarm and recurred during testing. The pump cover was opened and a motor failure was observed. The pump could not be fully investigated due to the recurring alarm.